Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between november 30, 2010 and december 1, 2010. Evaluation summary: the device was received for evaluation. Visual inspection did not verify the reported condition; the device did not have any missing components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the ¿blue tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 4 of 9.